Manufacturer narrative:
Quality assurance product analysis received and examined the returned hand switch. Visual examination determined that the cable jacket was split and had recessed inside of the strain relief. The wire insulation was damaged which resulted in the wiring being exposed. Functional testing confirmed multiple short circuits in the hand switch cable. Product analysis determined that the hand switch became heated during use as a result of multiple short circuits which were caused by the damaged wire insulation and exposed internal wiring. The spectris solaris mr injection system operation manual instructs the user as follows: inspect all cables connected to the unit: look for cuts, cracks, or worn spots, or other obvious damage. Ensure that all connectors are properly seated.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the heating of the hand switch at this time; however, the product is scheduled to return to pittsburgh for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: the injector hand switch became extremely hot to the touch. No injury or adverse event was reported.